Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomalies. Analysis of the lead (product # 3093) found that conductors were broken at or near the tines. Two conductors are broken between the two most proximal tines 4.6 cm from the distal end. Four conductors are broken between the proximal tine and marker band 5.2 cm from the distal end.

Manufacturer narrative:
Product ID 3093, serial# unknown, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedances were present on all four electrodes (greater than 4,000 ohms). The patient's status was listed as no injury and no adverse event. A revision was completed in response to the event. It was stated that the system was explanted. It was also noted that the patient had "less than 50% therapy relief." About three weeks later, it was reported that the patient's therapy had been "effective for several years." It was noted that troubleshooting was performed on the implantable neurostimulator (ins) after disconnecting and reconnecting the lead to the ins. Impedance measurements were not performed on the lead directly. About a week after, it was reported that the ins was explanted because the doctor noticed blood in the "ins canal." This was said to have prevented connecting the newly replaced lead to the ins in place. Follow up information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.